Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment. The stent could not be released when reaching the lesion. Another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with a completely disassembled handle. Several parts of the handle assembly are missing. The stent has been partially released. However, the local staff confirmed that the stent was released after the reported event outside of the patients body. The distal stent portion is stuck between the outer shaft and the distal radiopaque marker. The outer shaft is slightly flared at its distal end but shows no other damage or irregularity. Both the proximal stent stopper and the proximal portion of the inner shaft show signs of compression. The proximal outer shaft is well sliced and has fractured, most likely inside the handle. The fracture sites are plastically deformed which is indicative for an overload fracture. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Additional in-depth investigations such as infrared analysis of the outer shaft inner surface and scanning electron microscopy analysis of the stent surface revealed no abnormality or deviation. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.